Manufacturer narrative:
Visual inspection: first step of our investigation is the optical inspection. The visual inspection revealed that the shunt system has no deformations or other abnormalities. But the microscopically inspection of the control reservoir could detect salty deposits in the membrane. Permeability test: to proof the penetrability of the catheter we have with the shunt system carried out a penetrability test. This test was carried out at a hydrostatic pressure difference of approx. 20-30 cmh2o in the flow direction. The test results that the control reservoir was to fill, but the liquid has accumulated and has not expired. Adjustment test: an adjustment test at a reservoir is not applicable. Braking force and brake function test: a breaking force and brake function test at a reservoir is not applicable. Result: based on our investigation results, we cannot explain what the function has disturbed. However it should always be ensured that pressure admission through the single-use syringe should be avoided, both at the proximal and the distal end. But also contaminations in the solution used for the test can impair the product's performance. There is no failure detectable with this product at the time of delivery. Nevertheless, we have come to the conclusion to create a credit note as a gesture of goodwill.

Event description:
As part of a comprehensive review of complaints, this event was reassessed. The failure mode of this device was described as "blocked before implant". Upon reassessment, the event was determined to be MDR reportable, therefore, the initial information and subsequent investigation will be submitted. Same product/event as #medwatch: 3004721439-2022-00194.